Event description:
During the procedure, due to malfunction of the manifold system, a smallbubble of air was injected into the coronary system, resulting in mild andvery transient chest discomfort and associated transient ECG changes. Theselasted for less than one minute and were resolved with intracoronary andsublingual nitroglycerin, injection of blood and saline into the coronarysystem. --pt here for heart catheterization. Air leaked into the manifold system during cardiac catheterization possibly due to faulty connections